Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the event description. Corrected field: h6 (medical device problem code). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a hysteroscopic endometrial polyp resection and cervical canal polyp excision procedure, the electric cutting loop for tissue resection had a fracture that was observed to be a 2 mm long. The medical personnel immediately conducted a thorough examination of the patient's body and found no sign of the fractured segment. Upon careful observation, it was determined that the fractured segment of the electric cutting loop had melted. The medical staff then replaced the electric cutting loop with a new one and proceeded with the surgical procedure. The occurrence of this incident prolonged the duration of the procedure for an unknown time frame and a back-up device was used to complete the procedure with no reports of further patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h6, h11. The device was not returned to olympus for inspection; therefore, the analysis was conducted based on the complaint information and the reported failure was not confirmed. It is unknown whether the product meets the specifications. However, since it is stated as "fracture" and ¿melted,¿ it is highly likely that it does not meet the specifications. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.